Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "contracture of the capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracture of the capsule."

Event description:
Patient reported right side "discomfort began with pain" and "a lot of pain and inflammation". Additionally, healthcare professional reported right side via MRI "contracture of the capsule without loss of continuity of the capsule," and "axilla with inflammatory ganglion." Device remains implanted.

Event description:
The device has been explanted.